Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. This occurred on 20 occasions after use. The following information was provided by the initial reporter: gel on side of tube and incidence of gel globules. Customer noticed that the new batch of sstii tubes has incidence of gel smearing on the side of tube after centrifugation. In some there, gel globules were also present. This was observed when by instrument flagged on clotting in serum sample, while no clot was observed at all. Further observation showed either presence of gel globules/ or gel smearing. The customer is using hettich rotina 380 centrifuge (rotor fix 32a), speed of 4000 rpm at 8 minutes. The tubes are kept in air conditioned rooms in both wards as well as laboratory storage area. Prior to this batch, customer had not experience incidents of gel globules or gel smearing on tube wall. Updated info: at what temperature were the tubes stored prior to use? -the storage facility are air conditioned 24/7. It is a central ac. What were the centrifugation temperature conditions? No temperate setting. When was the calibration of the centrifuge last checked? Yes, the centrifuge is calibrated centrifuge. Are the tubes aligned properly in the tube racks for your instrumentation? Yes, the tubes should have been aligned properly as the tubes are loaded onto the instrument track. Is the sample probe aligned properly? Yes, the instrument company would have ensured that the sample probe was aligned properly. There has not been any change in the customer on instrument. For sample exhibit oil gel globules, were the samples exposed to high temperature during the process? The centrifugation condition is set at 4000 rm at 8 mins. Customer noted no e posture to extreme temperatures.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel smearing and oil globules with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and gel smearing and oil globules was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. This occurred on 20 occasions after use. The following information was provided by the initial reporter: gel on side of tube and incidence of gel globules. Customer noticed that the new batch of sstii tubes has incidence of gel smearing on the side of tube after centrifugation. In some there, gel globules were also present. This was observed when by instrument flagged on clotting in serum sample, while no clot was observed at all. Further observation showed either presence of gel globules/ or gel smearing. The customer is using hettich rotina 380 centrifuge (rotor fix 32a), speed of 4000 rpm at 8 minutes. The tubes are kept in air conditioned rooms in both wards as well as laboratory storage area. Prior to this batch, customer had not experience incidents of gel globules or gel smearing on tube wall. Updated info: 1) at what temperature were the tubes stored prior to use? The storage facility are air conditioned 24/7. It is a central ac. 2)what were the centrifugation temperature conditions? No temperate setting. 3)when was the calibration of the centrifuge last checked? Yes, the centrifuge is calibrated centrifuge. 4)are the tubes aligned properly in the tube racks for your instrumentation? Yes, the tubes should have been aligned properly as the tubes are loaded onto the instrument track . 5)is the sample probe aligned properly? Yes, the instrument company would have ensured that the sample probe was aligned properly. There has not been any change in the customer on instrument. 6)for sample exhibit oil gel globules, were the samples exposed to high temperature during the process? The centrifugation condition is set at 4000 rm at 8 mins. Customer noted no e posture to extreme temperatures.